Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: the balloon was broken during procedure. New one was opened, but its balloon was also broken. Using another, the procedure was completed. No bleeding. No tissue damage. No patient harm. Operating room time not extended by more than 30 minutes. According to the surgeon, he did not operate any device which could cause damage around the balloon. The surgeon confirmed any broken piece was not remained in the cavity, but he requests us to verify nothing is missing.

Manufacturer narrative:
(B)(4).